Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier (mlca) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. No misalignment of the grips was observed. A ligation clip was successfully installed on the instrument and the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the instrument failed the clip test on three trials. The grips never fully closed to perform a proper clip action. This instrument¿s grip tips were not moving properly or following the master tool manipulator (mtm) input commands smoothly. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. This instrument will be transferred for further evaluation. No image or video clip for the reported event was submitted for review. A review of the instrument log for the mlca instrument (part# 478053-04/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 61 uses remaining after this last usage. In addition, a review of the rfe procedure log showed the site performed this cholecystectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the clipping function of the medium-large clip applier instrument was not working. Failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. The customer thought that the tissue was thick, so they resected the tissue around the duct, but the issue persisted. The customer tested the instrument and found that the clip applier was not fully clamped by hands nor when installing in the instrument arm. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was unknown as the customer returned all used instruments at once. The customer found the instrument had clipping issue. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information. Upon further follow up, the customer confirmed that no fragment fell inside of the patient. The instrument was inspected prior to use with no abnormality. The customer resected trivial amounts of the soft tissue around the duck, and it was a standard surgical step to skeletonize the tissue. There were no unusual tissue factors present in the patient. According to the surgeon, this event did not impact the procedure as a whole and had no affect the patient¿s health. The resection of tissue did not result in any permanent functional impairment in the patient. The vessel was less than 10 mm in diameter and the excised tissue did not need repair. There was no concern about this event causing any long-term complications with the patient. The patient had no injury or harm. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the device evaluation for the medium-large clip applier instrument involved with this complaint. The instrument has been further investigated and tested by the failure analysis engineer (advanced failure analysis). The initial findings were confirmed. The instrument was placed on an in-house system and failed the clip test. The housing was then removed and it was found that the screw at the rocker holding the push-pull rod assembly was loose. The loose screw likely caused the push-pull rod assembly to be unsecure and thus, unable to generate enough force to complete clip application. The root cause of this is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.